Manufacturer narrative:
(B)(4). Visual examination of the returned product identified a crack in the silicone sleeve. The crack does not wrap completely around the shaft. Nicks and scuffing were found on both ends of the driver. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Supplier's device history records were not reviewed as the device shows wear and tear consistent with use over a potential field age of approximately 5 years. Additionally, review of the rir confirmed the raw materials utilized were conforming to specifications. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a flexible drill has a crack silicone covering in the shaft. Attempts have been made and additional information on the reported event is unavailable at this time.